Manufacturer narrative:
The device was returned to our us facility as documented in section d9. However, it was scrapped due to an internal error at the site. Therefore, it will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, the scope was foggy. It was the connection on the bed that was making it glitch. No death or (unanticipated) serious deterioration in state of health reported.